Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was entrapped or bent in the moderately calcified, moderately tortuous anatomy resulting in the reported kinked proximal shaft , preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and reported entrapment difficulties. Further manipulation of the compromised device in attempts to deploy the stent likely resulted in the reported audible noise, ultimately resulting in the reported activation/deployment failure. The treatment appears to be related to the operational context of the procedure as reportedly a surgical cut was made to remove the entrapped device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous right common femoral artery. The 7.0x100mm absolute pro self-expanding stent systme (sess) was advanced. During deployment, resistance was noted with the thumbwheel and a cracking noise was heard. The stent failed to deploy, and the proximal shaft was kinked. Surgical intervention was needed to remove the device. No additional information was provided.